Event description:
(B)(4). Same case as MFR report #: 2134265-2010-03482. It was reported that during a carotid artery stenting treatment procedure, the patient experienced bradycardia and hypotension. The index procedure treated the 80% stenosed, 4.7x17.9mm target lesion located in the ostium of the right internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x21mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 0%. During the procedure the patient experienced bradycardia and hypotension. The patient was treated with medication for the bradycardia event and the event resolved the same day. The patient was treated with medication for the hypotension event. The outcome was listed as "unknown" and patient experienced an extended hospitalization stay. The patient was discharged 10 days post procedure. Per the physician, the events were listed as "probably related" to the carotid wallstent.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).